Event description:
A discordant elevated troponin I result was obtained on a patient sample. The result was reported to the physician. The sample was repeated on an alternate instrument system/methodology and a lower, negative result was obtained. The patient presented at the hospital approximately 2 1/2 weeks later and the same pattern of discordance between instrument system results was found. The patient was admitted for observation at the first incident. It is unknown if patient treatment was otherwise altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is non-specific binding antibodies in the patient sample. The IFU for stratus cs cctni testpak contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required